Event description:
In (B)(6) 2025, a high impedance issue was identified on the right hippocampal depth lead contralateral to the rns, secured with a burr hole cover. Initially, stimulation and detection were removed from that lead but the lead continued to show high impedance and was ultimately replaced on (B)(6) 2026.

Manufacturer narrative:
(B)(4) evaluation of the patient ecogs and lead impedance. The review of the patient data was consistent with a potential lead break.